Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus and fixed prime. Customer threw up. The customer's blood glucose level was 470 mg/dl. The customer was treated with shot. The troubleshooting was performed. The customer was advised that the insulin pump is working as designed. It was explained to the customer that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.